Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to the infusion set. Product was replaced, and the call was accidently disconnected. F/u was completed with the pt on (B)(6) 2011. Pt reported the infusion cannulas were crimped, there was leaking at the infusion site, and there was pain during insertion of the infusion headset. Blood glucose elevated as high as 438 mg/dl, and normal blood glucose is approx 125 mg/dl. Pt delivered boluses through the infusion device a correction for hyperglycemia. The infusion cannulas looked like an "accordion". She had 2-3 infusion cannulas that were crimped and her shirt was wet 2 times due to leaking insulin. She experienced 4-5 elevated blood glucose readings. Blood glucose elevated approx 8 hours after the headset was inserted. Infusion set insertion device was used to insert the headset. Pt had some difficulty removing the insertion needle due to limited hand strength. Alleged infusion sets were discarded and will not be returned for eval. Pt switched to a different type of infusion set and her blood glucose returned to normal. The pt did not require treatment from a health care professional or second party to address the issue.